Manufacturer narrative:
Additional information indicated one fine-needle aspiration (medtronic arcpoint fna) pass had been performed prior to suspicion of the pneumothorax. The pneumothorax was assessed as moderate in severity. Only one lesion was targeted and measured approximately 1 cm and was located in the left lower lobe near the pleura. The biopsy was considered unsuccessful. A chest tube was placed, and the patient was subsequently admitted to the hospital and discharged after three days. No further interventions or complications were reported, and no device malfunctions were identified. Manufacturing records for the galaxy system and scope confirmed all qa/qc release criteria were met. The scope was discarded and not returned for analysis. Video review identified no galaxy system malfunctions. Minor bleeding was observed following biopsy tool manipulation, tool over-insertion beyond the af boundary, and further tool over-insertion at 32:17 extended beyond the pleural boundary, representing a use error. Pneumothorax was subsequently confirmed on imaging, and video findings indicate that biopsy tool over-insertion most likely caused the pneumothorax. Overall, the adverse event is attributed to procedural factors rather than the galaxy device. This MDR has been submitted because the patient experienced a pneumothorax requiring additional intervention and hospitalization during a galaxy-assisted biopsy procedure. No malfunctions of the galaxy system or scope related to the patient injury were reported or observed during the investigation.

Event description:
It was reported while advancing the radial fine-needle aspiration probe [medtronic arcpoint fna] down the [galaxy] scope, a flouro image was taken and the radial probe was observed past the augmented flouro (af). After pulling the radial probe out, the physician took images under live x-ray and noticed signs of a pneumothorax, no more biopsies were taken and the physician decided to place a chest tube. The physician did not attribute the event to the galaxy system and stated that a biopsy tool caused the injury. Attempts to gather additional patient demographics were unsuccessful.